Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, smoke began to come out of the maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The instrument failed an electrical continuity test. Additional observation related to customer complaint: the instrument was found to have thermal damage on the yaw pulley at the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.